Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicates that this product was later explanted and replaced for normal battery depletion (nbd). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this patient's system was exhibiting an increase in shocking impedance measurements. It was reported that the sensing and thresholds were fine. The patient was brought in for evaluation and a commanded shock was performed and a normal shock impedance measurement was observed at 37 ohms. The physician opted to reopen the pocket for further evaluation and it was stated that the distal pin fell out when the physician pulled on the lead. The lead was reinserted and impedance measurements were between 40-42 ohms during shocking lead impedance testing. Additionally, while the pocket was open the physician opted to move the patient's generator subpectorally as the patient is very thin. No further adverse patient effects were reported.